Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with high amplitude atrial pacing following delivery of high voltage therapy.

Event description:
It was reported that inappropriate high voltage (hv) therapies were delivered due to crosstalk from high amplitude atrial pacing after appropriate hv therapy was delivered during ventricular arrhythmia. The device was reprogrammed and the patient was in stable condition.

Event description:
Additional information was received indicating that the device oversensed an atrial fibrillation episode and interpreted it as ventricular tachycardia. Anti-tachycardia pacing (atp) was delivered inappropriately but the atp was inadequate. Therefore, inappropriate therapy was delivered. The device was reprogrammed to resolve the event and the patient was stable.